Manufacturer narrative:
Per tandem's user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg). Bg value not provided. Elevated bg was addressed via a correction bolus and infusion set change. Due to event occurring in the past, troubleshooting could not be performed with tandem technical support. Customer reported using lispro insulin. Tandem technical support advised this is considered off label. Recommendation was made for customer to consult with hcp regarding elevated bg.